Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple instances of low blood glucose (bg) levels; cause was unknown. Customer required immediate assistance to address bg. Subsequently, a healthcare provider adjusted settings to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.